Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/12/2020. Additional h3 investigation summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code j317h. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was predominantly intergranular, which is evidence of a brittle failure. This was a non-ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The needle exhibited amounts of intergranular failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4), and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the broken needle piece retained in patient? If yes, how was it found and retrieved? Please explain: no further information is available. What tissue was being sutured when the event occurred? No further information is available. Was there any adverse consequences as a result of the needle breakage? There were no adverse consequences to the patient. Was the procedure completed successfully? No further information is available. Device return status/follow up: we regularly contact with sales rep about the device returning. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a pediatric patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle tip was broken during use. The surgeon commented that he used it properly. There were no adverse consequences to the patient. No additional information was provided.